Manufacturer narrative:
(B)(4). Conclusion and justification status for MDR: visual review was conducted on the returned device and no burrs or other obstructions are on mating features of the parts. Device history record review confirmed the manufacturing lot was manufactured per specification and all raw materials met specification. The root cause of the complaint cannot be determined. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Surgeon ((B)(6)) attempted to put definitive implant in twice -implant would not sit/lock in properly on one side after two attempts at impaction so another implant was opened and inserted into patient with no issues.